Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned that they usually don't have a p roblem when they are charging their ins, but yesterday they were vacuuming while charging their ins and stepped on the vacuum cord and got a shock through their big toe from stepping on the cord. Patient checked to see if there were any wires showing from the vacuum cord and said they could not find any. Agent redirected patient to follow-up with their hcp if the issue persists.